Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There wass no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contamination on the pca, on the bottom enclosure and on the air inlet seal, contaminant on the right-side assembly. The manufacturer also found evidence of liquid ingress on the blower. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-55, e-62, e-63, e-65. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of dust contaminant and hair-like particle on the humidifier inlet seal, an unknown dust contaminant on the bottom housing, lower base assembly, and the heater plate, mild corrosion to the bottom housing screws. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed presence of dust contamination and water ingress to the device. Section d9, g3, h6 has been updated / corrected.